Event description:
It was reported that the patient sustained inappropriate shock from their right ventricular lead due to over-sensing of p-waves. Fluoroscopy confirmed the lead was dislodged. Programming changes were made to disable tachycardia therapies. The lead was explanted and replaced. The patient was stable.